Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient lost consciousness while watching tv. Prior to this, the patient¿s cgm was reading high mg/dl, and the bg meter was reading 180 mg/dl. The patient was asymptomatic prior to losing consciousness. The patient¿s wife called ems. Once ems arrived, the patient¿s cgm was still reading high mg/dl, and the bg meter was reading 15 mg/dl. The patient was treated with an unspecified IV medication and transported to the ER. At the ER, the patient was treated with cortisone, his routine thyroid medication, and pepsin. The patient was discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to patient passing out. The reported glucose values fall within the e zone of the parkes error grid when paramedic checked the patient. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.